Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load step did not detect the filled cartridge dispensing insulin and emitting a "no cartridge detected" warning. The patient stated that during the day the pump was alarming for loss of prime about every hour which made the patient decide to change out the cartridge; the patient stated that was when the "no cartridge detected warning occurred. The patient confirmed being disconnected from the pump at that time. This report is made based on the allegation that the load step failed to detect the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Removal/correction reporting number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows one "no cartridge detected" warning occurred after six hours of use of the pump, which was new. During investigation, the pump failed to recognize the cartridge during the load step and emitted a "no cartridge detected" warning. The pump was opened to further investigate, and a misaligned pcb component from the force sensor circuit was found. Correction: (B)(4) was included on the initial MDR in error.